Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was originally hospitalized for volume overload which was unsuccessful to remove the volume with inotropic support and escalating diuretics. The patient opted out of receiving dialysis and also expressed their wishes to transition to comfort care. The patient passed away due to hypoxic respiratory failure and cardiogenic shock on (B)(6) 2020. It was reported that the patient had progressive right heart failure and care was withdrawn. It was reported that the patient's right heart failure was not due to device therapy. The patient had worsening rv dysfunction. The patient was admitted again with severe volume overload in the setting of dietary indiscretion. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the patient outcome due to hypoxic respiratory failure and cardiogenic shock could not be conclusively determined through this evaluation. It was reported that the patient was admitted to the hospital for severe volume overload and progressive right heart failure, and expressed wishes for transitioning to comfort care. Per the patient outcome, the patient expired on (B)(6) 2020, due to hypoxic respiratory failure and cardiogenic shock. It was later reported that the patient¿s right heart failure was not device-related. (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this IFU lists respiratory failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.